Manufacturer narrative:
(B)(4). Date sent: 2/10/2026. D4: batch # 136d91. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh25p device was received with no apparent damage and the anvil was not returned. The breakaway washer was not present and there were staples present in the device. In addition, a battery pack was returned along with the device and no anomalies were found on the battery pack. The returned battery pack was in used condition. In an attempt to perform the functional test, the test battery could not be inserted. The device was disassembled to verify the condition of the internal components and the bulkhead contact from the left side was noted to be damaged. In addition, marks and damages on the bulkhead shroud were noted. No further functional testing could be performed due to the condition of the device. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, it should be noted that the battery should be insert by lining up the release tabs on the battery pack with the slots on the rear of the device. Ensure battery pack is fully inserted into the device. An audible click will be heard and the tissue compression scale backlight will be illuminated when the battery pack is fully inserted. Device history review: a manufacturing record evaluation was performed for the finished device batch number 136d91, and no non-conformances were identified. Additional information was requested and the following was obtained: why was the anal drain placed? Unk is this standard care? Unk is this standard proactive care or due to the alleged deficiency with the device? Unk was the patients post operative care changed in any way? Unk.

Manufacturer narrative:
(B)(4). Date sent: 4/14/2026. Additional information was requested and the following was obtained: why was the anal drain placed? This decompression measure was taken out of concern about major/minor leaks (suture dehiscence). Is this standard care? Decompression measures help prevent leaks caused by gas or other factors once oral intake has begun. In addition, laparoscopic suture reinforcement of the ecke (the crossing point of the left and right dsts) may be considered. Is this standard proactive care or due to the alleged deficiency with the device? Yes, that's correct. The rod was left inserted in the anal area for an extended period, including battery replacement, which ultimately led to the replacement of the device. The doctors suspected that this may have resulted in stress being placed on the anastomosis site. Was the patients post operative care changed in any way? Unk (since this incident occurred 3-4 months ago, the doctors didn't remember this point.)

Event description:
It was reported that, during an unknown surgery, the nurse loaded the battery (there is resistance during insertion) and confirmed that the screen at hand was illuminated. After waiting 15 to 30 minutes, the anastomosis procedure began. After attaching the anvil to the main body, it was confirmed that the screen was not illuminated. Afterwards, the connection was disconnected, the main body was changed, and the anastomosis was performed. An anal drain was placed as an additional procedure to complete the procedure. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 1/13/2026. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # unk. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: the resection site was ra. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Why was the anal drain placed? Is this standard care? Is this standard proactive care or due to the alleged deficiency with the device? Was the patients post operative care changed in any way? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.